Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered a red alert since the ventricular tachycardia mode was turned off. Additional information obtained that the device was programmed off when the patient got a left ventricular assistive device (lvad) and was then turned back on after the procedure. However, the field representative found out that it was not turned back on, and they turned it on in the physician's office. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.